Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the alarm and reservoir volume was resolved by the doctor and the problem was resolved. There was no malfunction of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 25 mg/ml at 15.062 mg/day. The indications for use were non-malignant pain and failed back syndrome ¿ other. It was reported an alarm was heard and confirmed by telemetry. On (B)(6) 2017, the patient began hearing the critical pump alarm and went to the emergency department. It was confirmed as an empty reservoir alarm. However, the pump had just been refilled (B)(6) 2017 with a low reservoir alarm date of (B)(6) 2017; the programmed flow rate was 0.6cc/day. Event logs were not reviewed yet, and they had no way of obtaining the session data report from the most recent pump refill because the clinic closed down since the patient's pump was refilled. The patient did not have a follow-up doctor at this time. The patient was asymptomatic. There were no medical symptoms.